Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. However, medical records were received for review. The investigation is confirmed for detachment and inconclusive for filter tilt. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A review of the reported information indicates that model dl900f vena cava filter allegedly experienced malposition of device and detachment of device or device component. The information was received from a single source. This malfunction involved one patient with no patient consequences. The 42 years old male patient weight was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. However, medical record was received for evaluation. Therefore, the investigation is inconclusive for the reported detachment and filter tilt. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model dl900f vena cava filter allegedly experienced malposition of device and detachment of device or device component. The information was received from a single source. This malfunction involved one patient with no patient consequences. A male patients' age and weight were not provided.